Manufacturer narrative:
The user facility's biomedical engineer (biomed) has not made the repairs to the cooler heater pump at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no power to the pump on the cooler heater unit. The power light was illuminated. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.